Event description:
It was reported that approximately one m0nth after tlif at l4-l5 with infuse bone graft/peek device and supplemental posterior fixation, pt had two fluid collections located around the posterior screws. A needle aspiration was performed to remove fluid. It is unknown of the infuse bone graft contributed to the reported event, but co is filing this MDR out of an abundance of caution.